Event description:
It was reported that the ventilator got attached to the MRI scanner when it was brought back into the MRI room. There was no pt involvement. (B)(4).

Manufacturer narrative:
More info regarding the event has been requested. A supplemental medwatch will be provided when investigation is finished. Reference exemption #: (B)(4).